Event description:
The insert would not fit onto the baseplate. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.